Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. Blood glucose level at the time of the incident was unknown. The customer was reported that the screen was dark and there was moisture under screen. The customer was in hospital for urinary tract infection. The insulin pump will not be returned for analysis.